Manufacturer narrative:
No lot number was provided for the product used in this case. A manufacturing record review could not be completed. The returned product evaluation confirmed that the distal tip was separated and a small piece was stuck in the coils of the guidewire. The distal tip section of the turnpike was severely twisted. The damage is consistent with over torquing the catheter against resistance.

Event description:
During a complex case the distal tip of the turnpike lp became stuck on the wire and separated from the catheter, resulting in the removal of the catheter and wire. The separated piece remains attached to the wire, all pieces were removed. Outcome of the patient: fine no complications.